Event description:
It was reported that, "clinic chart date (B)(6), 2010 indicates patient had possible dislocation in (B)(6) 2010 when she went to emergency room on advice of her surgeon."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.